Event description:
Customer's mother reported issues with her son's sensors. She said the sensors would fall off and give false low predict alarms. There have been inaccurate sensor readings in the past. Customer's mother could not troubleshoot at the time. Replacement sensors were sent. Customer's blood glucose was 155 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.